Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of a 6.5 cm diameter thoracic aortic aneurysm in zone 4. The diameter of the proximal aortic neck was 25 mm. It was reported that the patient passed away at home. It is unknown if an autopsy was performed. It had been noted that in previous follow up visits since the index procedure, the aneurysm had enlarged from 59 mm to 68 mm. At that time, the patient was recommended to have additional treatment. The patient did not wish to have further treatment. The physician commented that the cause of death would be related to rupture of the aortic arch aneurysm, but the exact cause was unable to be determined. The physician stated that the death was not related to the product, procedure or treatment.